Manufacturer narrative:
Correction manufacturing date was reported initially as december 2007 however, the manufacturing site reported the date as only 2008.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Account reported that 20% of their patients for the last two months have been reporting transient light sensitivity syndrome and it has become worse, worse in the last 2 weeks (prior to (B)(6) 2018). They are unable to provided exact numbers of affected patients. Patients present with normal slit lamp findings and good acuity at 10 day post operative exam. Photophobia and excess tearing are the complaints. No loss of best corrected visual acuity. Surgeon is treating them with topical steroid drops for 1 week with good results.